Manufacturer narrative:
Ejector legs bent.

Event description:
During a laparoscopic hernia repair the ems did not fire properly. The instrument jammed. No specific details were recorded. The or staff was unsure which dr was using the instrument. A new ems was opened to complete the procedure. There was no consequence to the pt.